Event description:
It was reported that during the insertion of the cage, the rail of the cage broke. The surgeon successfully removed the fragment and implanted the same size cage to complete the surgery.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be fractured upon visual analysis. No anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is due to a user error: too much force applied when implanting the implant.

Event description:
It was reported that during the insertion of the cage, the rail of the cage broke. The surgeon successfully removed the fragment and implanted the same size cage to complete the surgery.